Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device after an embolectomy interventional procedure using an 8f sheath. Reportedly, when the plunger was removed, no suture was present, a cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the common femoral artery was accessed and the device was deployed at an angle of 30 degrees or less. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to the reported user deployment technique as the insertion angle was reported to be 30 degrees or less. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.